Manufacturer narrative:
No conclusion code available. The reported high pacing lead impedance was confirmed in the laboratory via review of the device diagnostics. The v is-1 contact spring was inspected and parylene contamination was noted. The cause of the reported high pacing lead impedance was believed to be parylene contamination of the contact spring.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient presented in clinic with the patient notifier delivered for rv pacing lead impedance out of range. The pocket was opened and there was trouble getting the set screw out. The device was explanted and replaced. The patient was doing well and will continue to be monitored.